Event description:
The customer was hospitalized with dka. Customer experienced nausea, vomiting and dehydration prior to the event. Troubleshooting revealed the infusion set had detached from the reservoir.